Event description:
Alleged the brake will migrate out of the locked position.

Manufacturer narrative:
The facility has not released the bed to the hill-rom service technician for repairs. Mod 373 is a field corrective action, which replaces the break detent mechanism and adjusts all four casters of the affinity 4 birthing bed. This failure occurred following the correction of this unit.